Event description:
It was reported that the customer experienced an issue with the pump's touchscreen not responding, as the screen was frozen and not allowing interaction. There was no adverse impact to the customer¿s blood glucose level. After contacting technical support, the customer received instructions for a pump reset, which they performed successfully, resolving the issue.